Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was unable to be charged unless the usb cable was angled in a certain way in the usb port. The customer's blood glucose (bg) was 125 mg/dl. Tandem clinical diabetes specialist offered to meet with the customer to troubleshoot the issue, however customer declined to troubleshoot the issue.